Event description:
Consumer claims her humidifier caught fire and damaged the floor. There were no reports of injury with this incident.

Manufacturer narrative:
A prepaid label will be sent to the consumer for return of the product.